Event description:
Pt reported finding moisture inside of the device's display. Additionally, pt indicated that the device's cartridge chamber smelled like insulin. Pt was unaware of any prior damage that may have caused an insulin leak. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.